Event description:
Customer reports a magnesium sulfate primary infusion in l&d finished in 2.5 hours when it was programmed to finish in 4. A secondary infusion of lr was also infusing on a different channel via a primary line and was connected to the mag sulfate infusion below the pump at a rate of 125ml/hr. The customer states they checked the event logs and it appears the settings were appropriate for the mag sulfate infusion. There was no harm reported.

Manufacturer narrative:
(B)(4): lactated ringer¿s 1000ml IV bag, MFR/model/lot unk; 100ml IV bag of magnesium sulfate in water for injection; therapy date (B)(6) 2015. The reported issue that a magnesium sulfate primary infusion finished in 2.5 hours instead of the intended 4 hours and while it was connected at the distal end of a disposable set infusing lactated ringer¿s could not be confirmed. Physical inspection of the device and disposable set noted no damage or any issues. Analysis of the pcu shows that pump module sn (B)(4) was programmed to infuse the drug magnesium sulfate on (B)(6) 2015 at 07:08am. The pump module alarmed for air in line at 09:30am and recorded a calculated vi of 59.321ml from a programmed vtbi of 100ml. The user reprogrammed the pump module to infuse the same drug at 09:42am with a vtbi of 90ml. The user terminated the infusion at 10:26am with the recorded calculated vi of 18.141ml. Functional and pressure testing was performed on the set and no leaking was observed. Rate accuracy testing was performed and the device was found to be in specification. The root cause could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.